Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had under-fill or low draw of a tube with blood. This event occurred with 20 units. The following information was provided by the initial reporter: the customer stated: the tubes would not properly fill. The customer states they were not able to fill them all at once, there are a few drops, then they are forced to change the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/18/2020. H.6. Investigation: upon evaluation of the customer returned samples, the customer¿s product issue was not observed. 5 customer samples were tested with water and were within the specification limits. The device history record was reviewed with no issues identified. There were no related quality notifications. All process and final inspections comply with specification requirements. CAPA#260774 has been opened for underfill issues. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had under-fill or low draw of a tube with blood. This event occurred with 20 units. The following information was provided by the initial reporter: the customer stated: the tubes would not properly fill. The customer states they were not able to fill them all at once, there are a few drops, then they are forced to change the tube.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had under-fill or low draw of a tube with blood. This event occurred with 20 units. The following information was provided by the initial reporter: the customer stated: the tubes would not properly fill. The customer states they were not able to fill them all at once, there are a few drops, then they are forced to change the tube.

Manufacturer narrative:
H.6. Investigation: no samples were returned from the customer so investigation was limited. (B)(4) production lot in-house retention samples were tested and all were within the specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications.